Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The unit was returned for failure analysis due to error 32115. The error was confirmed via log review, but not replicated on the system. The unit was installed on the pftp and passed all tests. It was retested a second time and the unit passed again.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have error 319. The unit was tested on an in-house system in normal mode without any errors. The unit was also testing on a pftp where all related tests passed. After further investigation, contamination was not found on related main issue parts. Log review confirmed an error between 23094, and 23002 pointing to set up joint (suj) tornado. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The system was restarted twice. The surgeon discontinued the use of the arm due to the issue. The customer tried to restart the robot twice to alleviate the fault on arm 2. Given the fault persisted, they disabled arm 2 and the surgeon completed the procedure with 3 arms. The procedure was robotically completed with no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2 and the distal set up joint (suj). The system was tested and verified as ready for use. Isi has received the usm and suj; however, failure analysis has not completed their investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a clinical territory associate (cta) report that that there are recoverable faults on the universal surgical manipulator (usm) 2. The technical service engineer (tse) verified 319 errors on usm 2 and 32115 error on the distal set up joint (suj). Prior to calling, the customer had gone through two power cycles and the error returned both times. The cta stated they have since disabled the usm 2 to continue with procedure. The procedure was completing as planned with no reported injury.